Event description:
The pump looked like it was pumping during patient use, but the device was not pumping. The pump head module display was blank. No failure codes were found in the event history. The customer suspects the software. There were no injuries associated with this report.